Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the device (10-600mg/dl) on the advantage system meter. Customer stated the system meter generated a reading of 626 mg/dl, however, did not indicate the location of the testing. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number of 549429 with an expiration date of 01-31-08.

Manufacturer narrative:
The suspect product is the advantage meter.